Manufacturer narrative:
.

Event description:
It was reported to the manufacturer by the end user, per the end user the patient fell out of bed twice last night. The bed is missing the mattress keepers at the end of the bed and the mattress moved from side to side. The patient was sent to the ER for evaluation. The patient did not sustain any injuries. The patient/facility continued to use the bed after the incident. (B)(4) were entered into our system to have the bed returned to joerns for investigation. As of this writing, the bed has not been returned.